Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the suction volume does not meet the standard value, due to a dent on suction tube in control unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the suction volume does not meet the standard on the bronchofibervideoscope. There was no patient involvement.